Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated replaced. The power single interface pcb, video controller pcb and surge suppressor pcb assemblies were also evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was unable to be viewed. No pt death or serious injury was reported related to this event.